Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h4, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. This device underwent a visual inspection and functional tests to assess the device status. A definitive root cause could not be identified. Based on the results of the investigation, the device has no issues found. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the physician weighed on the pedal to activate the argon, the argon plasma coagulation unit did not produce an electric beam during a therapeutic colonoscopy to treat the patient's caecal angiodysplasia. Sometime after the procedure, the patient went back to the emergency room due to abdominal pain and was then sent back to the operating room where a 3cm necrosis was found which was not present during the initial endoscopic vision procedure. Ileo-caecal resection was done to treat the perforation.